Event description:
Neurosurgeon had ventricular catheter dispensed to field and flushed the catheter with sterile ringers per usual. An orange-brownish colored sediment was seen. The device was removed and another catheter was used. We have removed this lot number from our inventory.